Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
Limited information-was contacted yesterday (B)(6) by physician informing me that she learned one of her patients was evaluated and treated at an outside institution for a large prolapsed fibroid, managed with excision. I had a patient who I did sonata on present to an outside ER last week; she had a 7cm prolapsing necrotic fibroid; was taken to the or to have it excised. Sonata was done (B)(6) 2023; fibroids 7.6, 6cm tm fibroids, and 4.9cm im.